Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: d8, e2, h3, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: that aging deterioration occurred by hitting with a hard object or by accumulated loose stress, which led to breakage of the connectors. A definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use which state: chapter 5 inspection and preparation before use: 5.6 inspecting the connectors. Check the following for each connector. ¿ the connector should be fixed firmly. ¿ the o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoscope reprocessor had an issue with the connecting tube not being able to be connected and the channels were worn and require replacement. It was unknown when the issue occurred. There were no reports of patient harm.